Event description:
It was reported by the patient that the tubing of an aus pump and ipp pump tubing has grown together and needs to be separated. The patient also experiences recurring incontinence during avid biking and the ipp pump is difficult to pump. The aus and ipp remains implanted and active, no further action will be taken.